Event description:
Complainant alleged that during a shift check the autopulse resuscitation system would not power up, when utilized with multiple known good batteries. There was no report of any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 01/08/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.